Event description:
It was reported that a clearlink solution set did not allow solution to flow through it. This occurred during infusion of an unknown antibiotic. The reporter stated that there appeared to be ¿a membrane or plastic stopping it from flowing¿. There were no kinks noticed in the tubing, a power injector was not used, and priming had been successfully performed. A new set was then setup and the drug was discarded. There was no patient injury or medical intervention associated with this event, though the patient's infusion was delayed. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was not returned; however, a companion sample was received for evaluation. A visual inspection and flow testing were performed on the companion sample and found no defects related to the reported problem. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.